Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin delivery. There was no reported adverse effect to the customer's blood glucose level.